Manufacturer narrative:
The reported event could be confirmed, since the x-ray was provided for evaluation and matches the alleged failure mode. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿yes, k-wire is still in the patient. An intraoperative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done.¿ based on investigation, the root cause was primarily attributed to a user related issue. It is caused by twisting the drill and bending it too much. The IFU also instructs user to always treat the instrument carefully to avoid surface damage or alterations to the geometry. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported approximately 10mm of k-wire broke off inside the patient as the surgeon was drilling it. The wire was left inside the patient's bone. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report. Device remains in patient.

Event description:
It was reported approximately 10mm of k-wire broke off inside the patient as the surgeon was drilling it. The wire was left inside the patient's bone. There were no adverse consequences to the patient as a result of this event.